Event description:
User suffered incision site breakdown with drainage and infection; claimed to be due to fragile skin integrity. The device was explanted. This report refers to 9710014-2026-00292. For further information please refer to this report.